Event description:
It was reported that "the medical team checked the condition of the tube before starting the procedure and could see at first sight that the cuff of the bronchial tube was broken. They didn't use it on the patient, they took another unit." No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The actual sample was returned for evaluation. The pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff was able to maintain pressure at 25mbar; however, the clear cuff would not stay inflated. A water leak test was then conducted on the returned sample by immersing it underwater. Bubbles were observed flowing out from the clear cuff indicating a leak. The area of leakage was observed under magnification and cut marks were observed on the cuff. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the medical team checked the condition of the tube before starting the procedure and could see at first sight that the cuff of the bronchial tube was broken. They didn't use it on the patient, they took another unit." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.